Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report: #mw5075668 additional information was requested and the following was obtained: what anatomical structure was the device on when the issue occurred? The bowel. Was the device difficult to close? Yes. Was the device difficult to fire? Yes. Was the transection taken in one or multiple firings? Started with one, but when the device misfired, they opened a second stapler (hand piece). What is meant by ¿failed to fire completely¿? Not all the staples came out and deployed, some staples were left in load incomplete load, all the staples did not fire. Could you describe the staple formation of the staples that deployed? Incomplete, not all staples fired. Is the ileostomy temporary or permanent? Planned to take down within next couple weeks what is the current patient status? Stable, at home, with plan to take down ileostomy within next couple weeks. (B)(4)

Manufacturer narrative:
(B)(4). Batch # p5502f. Device evaluation: the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.